Manufacturer narrative:
As received, a complete lead was returned in one piece. Analysis found clavicle crush at the middle region of the lead. In this region, all lumens were breached but all etfe cable coatings were found to be normal and intact. The ptfe liner of the inner coil was damaged exposing the inner coil due to clavicle crush force at 23.8 cm to 24.4 cm. The cause of oversensing noise was due to the exposure of the inner coil at the clavicle crush region. All other damage noted is consistent with procedural damage.

Event description:
Related manufacturer reference number: 2017865-2021-16000. It was reported that the patient presented remotely via (B)(6). Review of the transmission revealed that the right ventricular lead and the atrial lead were oversensing noise and the right atrial lead also exhibited low impedance. The right ventricular lead was explanted and replaced. The atrial lead was also explanted; however, a decision was made to plug the ra port and program the device. The patient was in stable condition.